Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported fraying suture intra-op and breakage suture issues. Twenty-nine unopened samples were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, fraying suture or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used. During the procedure, while suturing, the suture was fraying and then broke easily. A suture from a different lot was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.